Event description:
The customer contact reported that at start up, prior to pt use, the device alarmed with a s321 (motor error - pmc, left) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The probable cause of the s321 malfunction alarm code was a loose motor. The probable cause was due to the under application of the adhesive seal or the adhesive seal being applied over grease. Further testing found that the device also alarmed with a s421 (motor error - pmc, right) malfunction alarm code. This was due to a high encoder count for one full plunger stroke. The probable cause was due to a broken encoder on the motor. This report represents all the information known by the reporter upon query by hospira personnel.